Manufacturer narrative:
Batch review performed on 27 jun 2019: lot 171047: (B)(4) items manufactured and released on 06-jun-2017. Expiration date: 17-05-2022. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
18 days after the first revision surgery, the patient came in due to signs of infection and the pathogen is unknown. The surgeon revised the poly and performed a washout. The surgery was completed successfully.